Event description:
It was stated that the customer was hospitalized due to low blood glucose levels. It was stated that the customer's blood glucose was 100 mg/dl when arriving at the hospital. It was stated that the customer had previously called the helpline due to a motor error alarm, and troubleshooting was performed. However, the customer was disconnected during the testing, and subsequently experienced low blood glucose. Reviewed the alarm history, and confirmed the motor error alarm at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.